Manufacturer narrative:
(B)(6) date sent: 9/22/2017 d4: batch # n91p5k device analysis: the device was received with minor yielding on the articulation joint. The device was tested on the generator and passed all functional testing. In addition, the jaw opened and closed as intender. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). It is possible that this type of damage can occur after the device undergoes heavy loading. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 1-18-2024. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted.

Manufacturer narrative:
(B)(4). Date sent: 1-18-2024 this report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report #2. H11: g6. Follow up number.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during at roux en y gastric bypass the device clamped on tissue the blade advanced and the jaw stuck closed. The surgeon stapled around the device to remove it and complete the procedure with no patient consequences reported.